Event description:
It was reported that a no flow was observed in a small volume folfusor. It is unknown at which step of the process this occurred. However, it was reported that there was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). This lot was manufactured between november 9, 2012 - november 12, 2012. A request for the return of the device has been made. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.